Event description:
Reported as "the pt has a large inflammation over her port site that was lanced and is growing pseudomonas. She has pain and an infection and is being treated with mefoxin and ancef IV."

Manufacturer narrative:
Taper type. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. Pain and infection are a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follow: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination removal of the device is indicated. "